Event description:
Information was received indicating that upon removal of a smiths medical deltec® gripper plus® safety needle, the needle became loose and jumped out of the safety cover. There were no reported adverse effects.